Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). A carefusion field service representative went onsite and the reported issue was resolved by replacing the main board. The suspect main board hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that their vela ventilator displayed a transducer fault alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect component (printed circuit board) was returned to carefusion's failure analysis laboratory. The investigator was able to duplicate the reported issue. During investigation, it was determined that the turbine differential pressure transducer (pt801) was responding to pressure input, however, the output differential voltage (odv) was out of manufacturer specification.